Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed.the analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on (B)(6) 2015-. Daily battery trend data shows gradual rise battery impedance. Early rrt alert, without corresponding battery depletion. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor had unexpected longevity. The device was explanted and an implantable pulse generator (ipg) was implanted . No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned for analysis. The device was returned and analyzed.analysis was performed and no anomalies were found.however, performance data collected from the device was received and analyzed.the analysis of the device memory indicated the battery impedance trend was rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.